Event description:
It was reported that bd insyte autoguard needle did not retract. The following information was provided by the initial reporter, translated from french to english: ¿retractable canula does not retract¿. 7 jun - was there any impact on the patient (serious injury, medical intervention, change of treatment required)? "No" - did the malfunction cause a needlestick injury to healthcare personnel or the patient? "No" - were healthcare personnel exposed to blood or body fluids? "No".

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
Investigation results: our quality engineer inspected the sample submitted for evaluation. Bd received one unsealed retracted 20ga x 1.16in. Insyte autoguard unit from lot number 3129124. A device history record review showed no non-conformances associated with this issue during the production of this batch. The unit was returned without a needle cover and with media present, indicating use. A visual inspection discovered that there was no spring present within the device. Without the spring, the unit is not able to be retracted properly. Your reported issue was confirmed. This was physical/mechanical evidence to confirm and support a manufacturing process related issue. During manufacturing this may occur when the springs are loaded into the grips as it is possible for damage to occur due to incorrect equipment settings. It is also possible that this was a rejected part that was falsely accepted due to incorrect equipment settings. This type of defect will cause partial retraction/slow retraction/no retraction. A quality control plan and functional check sampling is in place to mitigate the occurrence of this defect. Your reported issue was confirmed and determined to be manufacturing related. The appropriate personnel have been notified.

Event description:
No additional information.